Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male pt of unk age or origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2009, the humapen ergo burgundy with a clear cartridge holder attached was reported to have both engagement tabs damaged. This humapen ergo burgundy with a clear cartridge holder attached is associated with (B)(4). It is unk who operated the device. The operator was trained by a physician. It is unk for how long the pt had used this device model, but the reported device had been using for more than two years. It was not reported if the humapen ergo burgundy with a clear cartridge holder attached was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.